Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose was 280 mg/dl at the time of incident. Customer stated that the insulin pump had a power error detected alarm and unable to clear. Customer called back within a week of previous troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received power error to j6 connector resistance issue. Device passed rewind, prime, basic occlusion, force sensor test and occlusion test.